Event description:
During the initial insertion of the anchor, one leg of the ultrabraid suture broke. The surgeon was able to tie the other leg of the suture to complete the repair. Two weeks later, the other leg of the suture broke from the anchor.

Manufacturer narrative:
Device is not being returned for evaluation.